Event description:
It was reported that burr difficulty removal occurred the 85% stenosed target lesion was located in the non-tortuous but severely calcified artery. A 1.50mm rotapro was selected for use. During withdrawal, it was noted that the burr was hard to retract from the wire. The burr and guidewire were removed. The procedure was completed with this device. There were no patient complications.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Manufacturer narrative:
Device technical analysis: returned product consisted of the rotapro atherectomy system. The burr catheter was received connected to the advancer. Inspection of the device revealed that the annulus of the burr was damaged/not rounded. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labelling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was completed and confirmed that the event of difficult/unable to withdraw was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, the most probable cause for this complaint was considered adverse event related to procedure. The reported event indicated that the rotawire became stuck within the device after use within the procedure. Product analysis confirmed the reported event, as the burr annulus was damaged. It was considered likely that the reported events were attributable to the damaged annulus as annulus damage can increase resistance between the burr and rotawire and lead to issues such as difficulty during removal. During manufacturing, the burr lumen of the burr catheter is inspected and a gage pin is inserted into the burr lumen prior to distribution to confirm correct lumen diameter and shape. A review of the device history record was performed and indicated that the device was manufactured per specification. As a review of the instructions for use indicates that the device is not to be used if damages or defects are identified prior to use, and the reported events do not indicate any damages or defects to the device during unpackaging, it is considered likely that the reported events occurred due to factors encountered during the procedure.

Event description:
It was reported that burr difficulty removal occurred. The 85% stenosed target lesion was located in the non-tortuous but severely calcified artery. A 1.50mm rotapro was selected for use. During procedure, it was noted that the burr was hard to retract from the wire. The device was removed by pulling it out from the patient. The procedure was completed with this device. There were no patient complications. It was further reported that the lesion was located in the ostium of right coronary artery, and the rotawire and burr were removed at the same time.